Event description:
Event description guidant received information that this transvenous defibrillation lead was exhibiting noise on the right ventricular channel. Additional information was received that there was no insulation break noted. Lead measurements were within normal limits. Noise continued to be noted as well as intermittent loss of capture.